Event description:
It was reported that in 2010 the patient presented with intense low back pain. An MRI of the entire spine indicated a stress fracture. The patient underwent "a series of diagnostic injections" that increased the patient's pain. The patient then underwent a radio-frequency ablation. After the rfa the patient's pain "increased exponentially." The patient was given tramadol, hydrocodone and then percocet, and was sent to physical therapy. The patient underwent a second procedure, after which the pain began to travel into both legs and up into the shoulders and neck. The patient presented to many different physicians seeking a second opinion. The patient presented to his primary care physician who diagnosed fibromyalgia. Patient continued to seek other opinions and treatment from other physicians. He was given venlofaxine, gabopentin, tramadol, and nucynta. After taking nucynta, the patient had spasms and vomiting. The patient had several epidurals which provided some relief for his leg symptoms, but did not improve his back pain. The pain has spread into the patient's legs, upper back, neck, shoulders, and feet. The patient has serious depression, and reports that his back has been badly burned "from all the doctors telling me to use a heating pad for the pain." The patient reportedly underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
Unknown hardware, infuse bone graft. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.